Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable investigation finding of stent kinked. Block h11: an advanix pancreatic stent was returned for analysis; the delivery system was not. Visual examination of the returned stent found that it was kinked in the pigtail loop. No other problems were noted to the stent. Product analysis could did not confirmed the reported event of device guidewire stuck as the delivery system was not returned for analysis. The investigation concluded that the additional observed damage of stent kinked and the reported event were most likely a result of the physician technique used during the procedure. However, since the delivery system didn't return for analysis, it's not possible to determine if the stent kink affected the use of the guidewire or if the delivery system had any damage that could have cause the reported allegation. Therefore, cause not established is selected as the most probable root cause.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was to be implanted to treat pancreatitis during a pancreatic duct stent placement procedure performed on (B)(6) 2025. During the procedure, the guidewire could not be inserted into the stent. Another advanix pancreatic was used to complete the procedure. There were no patient complications as a result of this event. Note: this event has been deemed an MDR reportable event based on the investigation results which revealed that the stent was kinked. Please see block h11 for full investigation details.